Manufacturer narrative:
Catalogue number unknown at this time. It was reported as catalogue number 5555-2105 that was deteremined to be invalid.an evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon used a size 5 single-use 4:1 cutting guide and noted that there was extra plastic blocking the anterior and posterior chamfer slots of the guide. He had to use the blade to pierce through the plastic causing extra plastic debris to be produced. The surgeon noted that the cuts were accurate and that they were able to clean out the debris.